Event description:
The company was made aware that the patient has an open wound at the implant site and the implanted device is exposed. It was reported that the patient's external equipment's magnet was too strong. No infection was observed. The patient underwent a simple surgical wound care. Surgery was not required. The patient is being monitored.